Event description:
Sales rep reported on behalf of the customer that an implanted dall miles bone plate, implanted in an (B)(6) female patient fractured. The surgeon reported that the patient had followed the postoperative policy and has always walked with a walking frame. On (B)(6) 2015, the fracture of the plate was observed with x-rays. On monday, (B)(6) 2015, the broken implant was explanted. The surgeon is willing to collaborate with the investigation and provide further information if needed. X-rays are requested, and will be made available. The dall miles bone plate and the screws used will return for investigation. The dall miles cables were cut during the explantation and afterwards disposed. The cables will therefore not return. The dall miles bone plate was implanted on the (B)(6) 2014. She had a fast revalidation and was walking with a walker. She did not have any pain after the operation and all clinical and radiological controls showed a good recovery. There were no signs of infection, tested on the (B)(6) 2015. The patient was active until the event, but kept avoiding the move outside the house. Also indoors she continued using a walker/crutches. On the day of the event, the patient was getting out of the couch, when the leg allegedly broke. It was reported that there were no warnings or prodromal symptoms.

Manufacturer narrative:
An event regarding crack/fracture involving a dall miles plate was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. "The plate broke through the middle screw slot. The fracture surfaces associated with both sides of the broken plate can be seen in figures 5 and 6. These surfaces were examined with the aid of a stereomicroscope at magnifications up to 50 x. Based on macro features on the fracture surface, the approximate directions of fracture are shown with the white arrows in figures 5 and 6. The o1 origins were completely obscured by post fracture abrasion. Fracture surface b was examined with the scanning electron microscope (sem)." The mar report concluded: "the dall miles 12 inch broad compression plate fractured in fatigue, originating along the outer rim of the middle screw hole. No material or manufacturing defects were observed on the fracture surface examined. -medical records received and evaluation: a medical review was performed and concluded: "there were multiple adverse factors of both patient related and procedure-related nature active across the fracture that undisturbed fracture healing would be rather exception than rule. The described failure scenario is consistent with all clinical and radiological as well as explant materials analysis findings and provides a plausible explanation for all facts and findings. There is no evidence for device-related factors active in this case as also supported by the mar findings that confirmed there were no materials and/or manufacturing defects observed on the explanted devices. The failure of this pi case is caused by an adverse mix of patient-related and procedure-related factors and as such not device-related." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and concluded that no material or manufacturing defects were observed on the dall miles plate and that the device fractured in fatigue. Further to this a medical review concluded that this case was not device related and root cause of failure was as a result of patient-related and procedure-related factors.

Event description:
Sales rep reported on behalf of the customer that an implanted dall miles bone plate, implanted in an (B)(6)-year old female patient fractured. The surgeon reported that the patient had followed the postoperative policy and has always walked with a walking frame. On (B)(6) 2015, the fracture of the plate was observed with x-rays. On monday, (B)(6) 2015, the broken implant was explanted. The surgeon is willing to collaborate with the investigation and provide further information if needed. X-rays are requested, and will be made available. The dall miles bone plate and the screws used will return for investigation. The dall miles cables were cut during the explantation and afterwards disposed. The cables will therefore not return. *update* the dall miles bone plate was implanted on the (B)(6) 2014. She had a fast revalidation and was walking with a walker. She did not have any pain after the operation and all clinical and radiological controls showed a good recovery. There were no signs of infection, tested on the (B)(6) 2015. The patient was active until the event, but kept avoiding the move outside the house. Also indoors she continued using a walker/crutches. On the day of the event, the patient was getting out of the couch, when the leg allegedly broke. It was reported that there were no warnings or prodromal symptoms.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown dall miles bone plate. Additional information has been requested and if received, will be provided in the supplemental report.